Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. The stylet/guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. The analyst noted the competitor guidewire received stuck in lead coil lumen due to guidewire tip kinked/buckled inside the lead tip nose. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician was unable to remove the competitor guidewire from the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.